Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch on an unknown date. The report stated that the plum a pumps are giving the nursing staff an occlusion error. They try a different set and can get it to go. Biomed has been troubleshooting without success. They have tried a couple lot numbers and have not been able to correct this issue. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint of an alarm on the (B)(6) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be performed due to the unknown lot number.